Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott field service specialist (fss) checked the instrument for the heating and changed the probe. No other assays are effected. The abbott customer technical advocate (cta) advised the customer to dilute the mcal 0 1:1 with solution 4, which resulted in a passing calibration. The cta informed the customer that an official notification was sent from abbott to the customers that recommended the following solution for this issue. "Cal a, mcal 1 and the negative control should be centrifuged at 10000g for 10 min, then they should perform as expected." No impact to pt management was reported.